Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the shared care site that the patient reported experiencing 3 alarms within a 12 hour period, so the system controller was exchanged. The patient thought it was a red heart alarm. Data log history sent to the manufacturer confirmed 3 low speed advisory alarms captured with speeds reducing between 8500-8790 rpm which occurred while connected to the power module patient cable. In addition, 23 power elevations were captured, ranging in power from 10 watts to 17 watts, all of which were associated with pi events. No red heart alarms were captured. Approximately 2 days later, information was provided to the manufacturer confirming that over the weekend, the patient was experiencing low speed operations with speed reduction to be as low as 4200. The patient seemed symptomatic in clinic when the speed dropped to the 6000 range. It was noted that upon manipulation of the driveline and patient position changes, speed drops occurred. Patient was admitted to a critical care bed. In addition, the patient has had an active driveline infection for a while and has tears in the driveline that are seeping fluid. Another data log sent to the manufacturer confirmed high powers, many above 15 watts, along with speed reductions well below the auto low of 9000 rpm. All alarms occurred while connected to the power module patient cable. X-rays of the driveline were recommended in order to determine the actual problem. Patient will be kept on an ungrounded cable or battery power. The following day, data information again confirmed multiple low speed advisories with low speed hazard while connected to the power module. X-rays were requested. A driveline evaluation was conducted which did not identify any broken lead conductors. An ungrounded cable was requested and shipped. No further information has been provided.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was explanted on (B)(6) 2014; however it will not be returned. The vad team made the decision not to send the pump back for investigation due to multiple drug resistance infections the patient had associated with the pump and inside of the driveline. The lvad was not returned for investigation. The evaluation of the submitted log files confirmed the reported low speed operation alarms, which were consistent with possible driveline damage. Technical service conducted a driveline evaluation, however damage to the driveline conductors was not identified. The patient was issued an ungrounded patient cable due to the potential for a short to shield issue with the driveline. The patient was not a candidate for a percutaneous lead repair due to an active driveline infection and tears in the driveline that were seeping fluid. The instructions for use (IFU) lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pump was explanted on (B)(6) 2014; however it will not be returned. The vad team made the decision not to send the pump back for investigation due to multiple drug resistance infections the patient had associated with the pump and inside of the driveline.